Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the vessel sealer extend instrument involved with this complaint. This complaint is being reported due to the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, the vessel sealer instrument did not seal properly. While there was no patient harm, adverse outcome or injury reported, recurrence of the reported malfunction could cause or contribute to an adverse event. It is unknown what caused the sealing issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer had insufficient sealing. The procedure was completed with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer instrument involved with this complaint and completed the device evaluation. The customer reported complaint was not replicated/nor confirmed. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. Upon visual inspection, jaw ceramic dots were present. Energy was delivered without any issues and the electric continuity test passed. The jaw gap passed with the .003" gage. A revision of the logs showed no failures. Additional findings not reported by the site: the instrument had a bent maintube towards the middle of the shaft. This failure is most commonly caused by mishandling/misuse. This complaint is being reported due to the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, the vessel sealer instrument did not seal properly. While there was no patient harm, adverse outcome or injury reported, recurrence of the reported malfunction could cause or contribute to an adverse event. It is unknown what caused the sealing issue.

Event description:
Refer to h10/h11 for follow-up information.